Event description:
As reported by the (B)(6) territory manager, after successful implant of a sapien 3 valve ultra valve in the aortic position, a perclose was suspected requiring a femoral cutdown to repair the vessel. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).